Event description:
It was reported that the right ventricular (rv) lead had high thresholds and impedances. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead warning alert, that the impedance trend on the rv (right ventricular) pacing lead was rising and oversensing due to non-physiologic signals/sic (sensing integrity counter). There was a right ventricular (rv) pace lead impedance alert that occurred on (B)(6) 2014. Maximum ventricular pace impedance varies and rises from 392 ohms the week ending (B)(6) 2013 to 1008 ohms the week ending (B)(6) 2014. There is 1 non-sustained tachycardia event of less than 220 ms v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7278 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.